Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Estimated date. The study ran from january 2021 to january 2023. The UDI is not known as the part and lot number were not provided in the article. The affiliated suzhou hospital of nanjing medical university. Literature attachment: article "dual suture versus suture and plug closure devices for large bore access haemostasis during percutaneous access endovascular aneurysm repair"

Event description:
The article aimed to compare the outcomes of using a dual proglide method versus one proglide and a dual exoseal for closure of a large-bore access site during percutaneous access endovascular aneurysm repair (pevar). A dual proglide strategy was used in 46 patients with 65 groins, and a combination of one proglide and dual exoseal was used in 51 patients with 75 groins. The total technical success rate was 96.4% between both groups. Access related vascular complications in both groups potentially related to the proglide included: minor and major bleeding, pseudoaneurysms, arterial dissection, arterial stricture (occlusion), ischemia, skin ecchymosis and hematoma resulting in additional closure devices, medication, manual compression, endovascular treatment, surgical intervention, hospitalization and blood transfusions. Technical failures reportedly related to some of the access site complications included suture fracture, failure to pre-deploy the suture [unspecified failure], failure to achieve hemostasis and inability to tighten [advance] the knot. It was concluded that closure using a combination of proglide and exoseal is a safe and effective strategy for large bore access closure during pevar and can be considered as an alternate method to using two proglide devices. Additional information can be found in the attached article: dual suture versus suture and plug closure devices for large bore access haemostasis during percutaneous access endovascular aneurysm repair.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. A review of the corrective and preventive actions (CAPA) database for the proglide device was performed and revealed no related complaint assessment capas. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis, material separation (suture), insufficient information and failure to advance could not be determined. The patient effects of occlusion, hemorrhage, pseudoaneurysm, hematoma, dissection and ischemia are listed in the electronic proglide instructions for use (eifu), as possible adverse events of use of the device. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported hospitalization, treatment with medication, unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.